Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other device. The electrical contacts was in poor connect caused the image problem. The device was repaired by the third party and returned to the hospital. Reminded the hospital that they should pay attention to the daily maintenance of endoscopes, and to repair endoscopes in a timely manner when problems are detected. Based on the investigation result data, it can be determined that the potential/root cause of the failure was due to a poor electrical connection (such as a disconnection), but the cause could not be identified as the repair was performed by a third party. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 13-jul-2022 under normal conditions. The endoscope was reworked for water leak because of covered rubber defect including covered rubber replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 13-jul-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When entered the scope, the screen was blackout suddenly. And showed connection failure. The physician withdrew the scope. And replaced a back up scope to completed the examination. The hospital said that the defect happened during use, not only the examination could not be carried out normally, there would also exist safety risks. The intestinal wall was very thin. The defect for scope might easily cause damage on the intestinal mucosa, and serious consequences such as intestinal perforation might occur. There was no report of patient harm. This event occurred at the time of during use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.